Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure the lead caused diaphragmatic stimulation. The lead was explanted and replaced. It was also reported that during the explant of this lead the anchoring sleeve for the guide catheter almost slipped into the vein. No patient complications have been reported as a result of this event.